Event description:
A customer reported a delivery issue with a replacement adc device sensor. The customer had initially reported receiving an unspecified sensor error message on the 2nd day of wear and a replacement device was ordered. Due to a delivery issue, the customer was unable to monitor their glucose. As a result, the customer became hypoglycemic and almost lost consciousness, and received sugar water from their spouse. The customer then had contact with a healthcare professional who obtained a blood glucose result of 25 mg/dl on their meter and administered oral glucose as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.